Event description:
On (B)(6) 2012 the patient contacted animas alleging that the pump was not alarming for "low battery." The patient was unable to provide details at the time of initial contact. Customer technical support has attempted to follow up with the patient and complete troubleshooting, without success. It is unknown at this time if the pump was alarming for "replace battery" or not. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.